Manufacturer narrative:
H10: the biomedical engineer (bme) reported the power supply was replaced and confirmed it resolved the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from customer biomed, reporting the v60 ventilator continuously ran on battery despite being plugged in to alternating current (ac) power. The device was not in clinical use. There was no report of harm. There was no patient impact. The device use was restricted. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme). The customer bme confirmed 24 volts was not present with the device plugged in. The rse advised the customer of additional testing recommendations followed by power supply or ac inlet replacement depending on testing results.